Manufacturer narrative:
The product was not returned for evaluation but the diagnostic logs were received. While analyzing the diagnostic logs no faults were found. The system appeared to be working as expected. There is no indication in the complaint what the actual values were from the echocardiogram. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. It is unknown whether any user or procedural factors contributed to this reported event. In this event the diagnostic logs found no fault with the hemosphere monitor.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
A device history record review was completed and documented that the device met all specifications upon distribution.

Manufacturer narrative:
The product is not expected to be returned for analysis; however, the diagnostic logs are expected to be received. Upon the return of the diagnostic logs a supplemental report will be sent with the investigation results as well as the device history record. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, with this hemosphere instrument, the doctor observed a huge difference between the stroke volume (sv) and sv20s (the sv20s were double the sv values). Also, the cardiac output (co) reading was off compared to the real time echo measurements. There was no allegation of patient injury. The device will not be sent back for evaluation. The diagnostic logs are available.